Event description:
During CT with contrast power injector, the clear venous tube widens and get leaking.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The free flow catheter was returned in two pieces. The catheter had been cut at the start of the curved section. Visual inspection revealed the venous extension tubing is expanded, twisted, and collapsed. A functional test revealed no leaks but did reveal the extension tubing balloons when flushed. When the syringe is detached, the tubing collapses on itself. The information provided states the issue occurred "during CT with contrast power injector". The free flow catheter is not approved or indicated for power injection. The condition of the returned device indicates the power injection exerted pressure on the extension tubing that far exceeds what the device is designed to withstand, causing the tubing to expand to the point of weakening its structure, which resulted in collapsing on itself. Power injection through the free flow catheter is an off-label use. This is user error. No further investigation is necessary. The instructions for use state the following. Indications for us: the st catheter is indicated for use in attaining short-term vascular access for hemodialysis, hemofiltration, and apheresis. Contraindications: the catheter is intended for short-term vascular access only and should not be used for any purpose other than indicated in these instructions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.